Event description:
A customer site had power outage which caused the instrument manager server to crash. When power was restored and the server was restarted, the customer reported an a1c result from a tosoh g8 analyzer in instrument manager had a value of "4073". The cause of the erroneous result is not known. The instrument manager specimen event log provided was purged and could not be used for troubleshooting. No communication trace was provided to di by the customer. The only data provided to data innovations for troubleshooting was in the audit line and instrument manager showed a result value of "4073". There was no patient impact reported, the customer reported the result was caught before the result was released. An erroneous result was only reported on this one single specimen. Data innovations is unable to reproduce the issue and a malfunction of instrument manager cannot be confirmed or ruled out.